Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via maude letter, mw5076866, which was submitted by the facility that on (B)(6) 2018 the following incident occurred: a surefire scorpion needle tip (ar-13995n, lot 10158685) broke off inside patient's left shounder. It was unable to be found after extensive search and after straining fluids in irrigation. Size was approximately 3mm that broke off. Follow-up investigation: it is unknown if the needle hit bone or the inside of the cannula during the procedure. When the needle was pulled out after making one pass that the needle tip was missing.